Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) went to elective replacement indicator (eri) so quickly. The battery of this crt-d was at seven months last february and now reached eri. Boston scientific technical services (ts) discussed that it looks like charge time was greater than fifteen seconds and so eri was tripped. Ts offered additional analysis, but the field representative declined. To date, the device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted, and a new device was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned of cardiac resynchronization therapy defibrillator (crt-d) device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) went to elective replacement indicator (eri) so quickly. The battery of this crt-d was at seven months last february and now reached eri. Boston scientific technical services (ts) discussed that it looks like charge time was greater than fifteen seconds and so eri was tripped. Ts offered additional analysis, but the field representative declined. To date, the device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted, and a new device was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) went to elective replacement indicator (eri) so quickly. The battery of this crt-d was at seven months last february and now reached eri. Boston scientific technical services (ts) discussed that it looks like charge time was greater than fifteen seconds and so eri was tripped. Ts offered additional analysis, but the field representative declined. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.